Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device was found to have no oxygen flow. The device's oxygen blending module inlet adapter (diss) was replaced to address the issue.